Event description:
Per the clinic, the patient experienced intermittencies with the internal device. The device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.